Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as an open sore with drainage. A visiting distributor representative described the skin irritation as a raised, red, itchy rash that looked similar to welts. There is no alleged device malfunction. The patient's medical outcome is unknown. The patient ended use of the lifevest.